Manufacturer narrative:
Serial numbers: (B)(4). For 14 of the 18 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the flow sensor for 2 units, the consolidated ventilator interface board for 2 units, the gas inlet valve (giv) solenoid for 1 unit, the anesthesia control board (acb) and the mixer board for 1 unit, the control board assembly for 1 unit, the kit carrier board and the com express board for 1 unit, the compact flash card for 1 unit, the switch common gas outlet and breathing circuit module for 1 unit. For 1 unit, it was recommended to re-seat the flow sensor harness connector and retest the unit. For 1 unit, the flow sensor was replaced and recalibrated. For 1 unit, all wiring connections were reseated and the anesthesia control board was recommended for replacement is the error repeats. For 1 unit, it was recommended to check the wiring harness from the flow sensors and to check the ventilator interface board. No further information is available on problem resolution.

Event description:
This report summarizes 18 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced therapeutic output failure. 11 events were reported for malfunction causing loss of mechanical ventilation, 4 events reported for malfunctions preventing mechanical ventilation, 2 events reported for inability to mechanically ventilate, and 1 unit failed pre-use testing. These reports were received from various sources. Of the 18 events, 11 did not involve patients, and 8 did involve patients. There was no patient information available.